Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment the device was difficult to remove from the pt's artery. In accordance with the instructions for use, the access ports were used to facilitate device removal from the pt's anatomy. Hemostasis was achieved with the clip. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.